Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. Technical services (ts) provided insight on what could have caused the single out of range impedance value. Ts recommended troubleshooting actions. The lead remains in use. No adverse patient effects were reported.